Event description:
(B)(4). The dealer reported that the unknown model and serial numbers power wheelchair switch was stuck in the box and the unit was moving on its own. There was no patient injury reported.